Event description:
Abstract received from allergan (B)(4), global literature and info services, through special "product watch"; obes surg (2012) 22:1144-1205 o-028, "results of treatment of morbid obesity in a high volume center", (B)(6). Abstract mentioned: "in pts presented with failed primary surgery, conversion from laparoscopic gastric banding to gastric bypass was mostly performed. Major complications as leakage is (B)(6) for the entire group and (B)(6) for revisional procedures. Mortality was nil." Although the manufacturer of the device is unk, it is allergan's approach to compliance to resolve all doubt in favor of reporting.

Manufacturer narrative:
Taper unk. Medwatch sent to FDA on: (B)(4) 2012. Follow-up with the authors of the abstract is not possible since no contact info was provided; therefore, we were unable to request return of the device. The connector type cannot be identified, nor an assumption made as to the type of connector associated with this complaint, because no serial number or implant date was given. Allergan has not received the product at this time. Therefore no analysis of testing has been done. Device labeling addresses the event of leak as follows: "deflation of the band may occur due to leakage from the band, the port, or the connector tubing."